Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the archive data review. The root cause of the ua07 error was the defective load cell 1, likely attributed to normal wear and tear and/or as a result of user mishandling such as a drop. The autopulse platform is a reusable device and was manufactured in march 2010, and it is over 10 years old, well beyond its expected service life of 5 years. During visual inspection, it was observed that the head restraint wires were cut/broken off. The noted physical damage was unrelated to the reported complaint and appeared to be the characteristic of harsh impact due to user mishandling. The top cover needed to be replaced to remedy the issue; however, the customer declined the repair. The platform was further examined and unrelated to the reported complaint, it was noted that power distribution board (pdb) revision level was below 6 and needed to be updated, attributed to the age of the platform. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. During functional testing, user advisory (ua) 07 error message displayed upon power up the device; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell 1 was defective, and it was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. To troubleshoot, the user replaced the lifeband and re-started the autopulse platform, but the issue persisted. No patient involvement.